Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6) 2019. The customer¿s blood glucose level was 55 mg/dl at time of hospitalization. Customer also having the high blood glucose with 444 mg/dl and the blood glucose at the time of incident was 474 mg/dl. Another relevant blood glucose was 223 mg/dl. The customer was treated with insulin drip. Customer had insulin pump error. Customer did self test, did displacement test and did high pressure test and all tests were pass. The insulin pump will not be returned for analysis.